Manufacturer narrative:
Concomitant medical product: product ID addr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "feeling pacing in the chest area with every paced beat." This was suspected to be phrenic stimulation. It was noted that the right ventricular (rv) lead exhibited no capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.